Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, the patient reported that after troubleshooting patient noticed occlusion & tubing connector to reservoir and plunger is also available. No further information available.